Event description:
It was reported that the patient was referred for explant due to pain at the generator site and not receiving benefit from the vns after 8 months of programming. No surgical intervention has been reported to date. No additional relevant information has been received to date.